Manufacturer narrative:
Philips has investigated this complaint. The customer reported the issue as machine which is automatically switching off during the case. Case has been cancelled by the customer, service has not been provided by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system automatically switching off during procedure. The system was in clinical use. No harm has been reported to philips.philips has started an investigation of this complaint.